Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported anterior cuff miss is confirmed. Additionally, device analysis revealed a posterior cuff tab had detached and was not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported anterior cuff miss appears to be related to the patient anatomical condition (calcification likely contributed). The additional proglide devices used to achieve hemostasis appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, with the first proglide device, an anterior cuff miss occurred. The sutures of two additional proglide devices were successfully preplaced prior to the aaa procedure. The sheath was upsized to 20f and the aaa procedure was completed. The successfully preplaced sutures of the two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.